Manufacturer narrative:
B5 describe event or problem - additional h2 correction/additional information h6 investigation findings - correction h6 investigation conclusion - correction

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient was having false readings but he cannot remember the values on his cgm receiver and bg meter the day after the sensor was put on the arm. He went on a seizure and was convulsing on the floor around 10am so his mom called the paramedics. He was hooked up on ivs and his blood glucose was monitored until it went up to over 100 mgdl before the paramedics left and he was feeling okay. There were no reported glucose values available to search within the parkes error grid calculator. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient was having false readings but he cannot remember the values on his cgm receiver and bg meter the day after the sensor was put on the arm. He went on a seizure and was convulsing on the floor around 10am so his mom called the paramedics. He was hooked up on ivs and his blood glucose was monitored until it went up to over 100 mgdl before the paramedics left and he was feeling okay. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.